Event description:
Caller reported an issue with the pixel display on the pump, which affected their ability to interact with and read the pump screen. The customer's blood glucose level was reported as "high" but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) without requiring assistance from a third party. Reportedly, the customer reverted to an alternate form of insulin therapy.